Event description:
On (B)(6) 2015, during laparoscopic cholecystectomy for biliary colic, with the trocar in the patient, the plastic portion of the trocar was shredding at the tip and top, the surgeon noticed the shredded piece in the patient and was able to retrieve the piece. There was no apparent harm done to the patient. The trocar was set aside and subsequently picked up by the covidien representative. On (B)(6) 2015, the patient returned to the emergency dept for increased right upper quadrant pain not relieved by pain medication. The patient was medicated with dilaudid and toradol IV and evaluated by the surgeon. All testing, including ruq ultrasound was within normal limits, the patient was observed and cleared for discharge home with a new pain medication regime and follow up with the surgeon.